Event description:
It was reported to baxter (B)(4) that a solution administration set had a missing regulating clamp. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection revealed that the roller clamp was missing. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.